Event description:
(B)(4). According to the information received, the foley catheter was reported to be defective. The catheter was placed after surgery. When the patient arrived in the recovery room, the nurse found the catheter in the patient's bed. The balloon was tested and the balloon remained inflated for only 10 minutes. Another device was used.

Manufacturer narrative:
The product has been returned but at this time the evaluation is not complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once the additional information becomes available, a follow up report will be filed. Follow up report #1: the device was returned and evaluated. The balloon was inflated with water and leakage was observed at the distal tip. Based upon the device evaluation with complaint can be confirmed as reported.

Event description:
(B)(4). According to the information received, the foley catheter was reported to be defective. The catheter was placed after surgery. When the patient arrived in the recovery room, the nurse found the catheter in the patient's bed. The balloon was tested and the balloon remained inflated for only 10 minutes. Another device was used.

Manufacturer narrative:
The product has been returned but at this time the evaluation is not complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once the additional information becomes available, a follow up report will be filed.